Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07120. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent utis, spotting, vaginal discharge, vaginal mesh erosion, pelvic pain and recurrence of pre-op urinary problems: frequency and urgency. The patient underwent mesh revision on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, stress urinary incontinence and urinary obstruction and a sling was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07120. The same patient is represented in each medwatch.